Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak in the hydro area and the valve near the no-foam dispenser was hot to touch in the synchron lx20 pro clinical system. The instrument was also intermittently generating triglyceride (tg) sample flags for patient results that were either suppressed or blank absorbance high. No false results were reported out of the lab. There was no operator exposure or change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
Sample information was not provided. Prior to the event, tg qc results were within the laboratory's established ranges. A bec field service engineer (fse) was dispatched and replaced all of the tubing on each valve in the hydro system due to the leak. The leaking liquid was found to be wash concentrate so the corresponding valve (v12) was cleaned and rebuilt. The system was primed 50 times with no leaks.